Manufacturer narrative:
According to the information received, it was reported that a black speck was noticed to be embedded in the priming bulb of the irrigation tubing using a smartablate pump tubing. The product was returned to biosense webster (bwi) for evaluation on (B)(6)2024. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis of the returned sample revealed no damage or anomalies on the device. Irrigation testing was performed and no issues were observed. A device history review was performed for the finished device batch number, and internal actions were identified. The tubing set foreign material reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H4. Device manufacture date was added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a smartablate¿ irrigation tubing set and a black speck was noticed in the priming bulb of the irrigation tubing when the packaging for the irrigation tubing was opened. They tried to scratch the black speck off from the exterior but the black speck remained. They replaced the irrigation tubing and the procedure continued without further issues. No patient consequences were reported.